Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported broken prongs on battery connector. There was no reported pt involvement/adverse pt impact.